Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11. Corrected fields: b5, d9. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event is detectable by handling the product in accordance with the following instructions for use (IFU): oer-4 instruction operation manual "chapter 4 basic procedures for cleaning and disinfecting endoscopes_4.6 setting of endoscopes". Please put only the buttons of the endoscope set in the cleaning tank in the cleaning case. If you put in something other than the specified or other than the set endoscope buttons, the buttons will not be able to be thoroughly cleaned and disinfected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the mouthpiece had been cleaned in the small case of the endoscope reprocessor until now.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the reprocessor was incorrect or insufficient, and cleaning was compromised due to mishandling. The issue occurred during reprocessing with no reports of patient involvement.